Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that he is without stimulation and unable to communicate with the ipg using either his programmer or charging system. In an effort to resolve this matter, a new charging system was shipped to the pt. Follow-up on this matter found that the reported issue persists with use of the replacement charging system. No further information is available.